Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was flashing black and white. The insulin pump was possibly exposed to water. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No moisture damage on the keypad assembly, electronic assembly, motor or force sensor noted during visual inspection. The insulin pump was received with dog chew marks on the case and display window cover, scratched case, pillowing keypad overlay, and minor scratched lcd window.